Event description:
It was reported that during a laparoscopic nissen, the short gastric had a bleed as the device did not seal the vessel properly. The bleeding was uncontrollable and it was converted to an open procedure. The hand activation didn't work. The device was continued to be used to finish the case.